Manufacturer narrative:
H3: device has not been returned to the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an upstream occlusion. The event occurred while in use with the patient at hospital. There was a patient present, and there was no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.